Event description:
Caller states customer had low blood glucose symptoms with result of 76 mg/dl obtained on the aviva system. Paramedics were called and customer tested 50 mg/dl on professional device 20 minutes later. Paramedics treated customer with orange juice and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.